Manufacturer narrative:
The baxter technician found the right siderail cable ad caregiver control panel needed to be replaced. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right siderail cable ad caregiver control panel to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the advanta 2 frame bed was moving up and down on its own. The bed was located at the account. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.